Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles. The patient has alleged to experiencing difficulty breathing and dry mouth. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was reported and added in section(s) b2 and b5 this action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that the device has caused a spot on his lip that is cancerous. There was no report of any intervention that was received.